Event description:
It was reported to vyaire medical that the revel ventilator had repeated issues of schedule 93 during startup, a blower demand/flow error during nvvp mode (noninvasive positive-pressure ventilation) with leak present and/or extreme patient volumes. Furthermore, the customer confirmed that the event happened prior and during patient use. There was no patient harm reported associated with the event.

Manufacturer narrative:
Service technician was unable to verify the reported issue. The event trace does not reveal any service soon alarm code. The unit passed extended test at customer's settings without any unusual alarm or error condition. Several power on/power off test were done and no service soon error occurred during the test. The unit was opened and inspected and no anomalies were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.